Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: ne u_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer noted that they had been told the anchors failed but the cause was not determined and device information was not known. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported within 4 weeks of the patient receiving their new ins in (B)(6) 2018 "it¿ already started popping. The patient had a revision on (B)(6) 2018 because their anchors were breaking because the battery was in their buttocks and it came up to a ¿connection box¿ in their shoulder. All the anchors were ¿popping in the connection box¿ and it started to pull from the head. When asked to clarify what the patient meant by anchors they responded with ¿whatever was holding the connection down inside my skin inside my shoulder¿. Their healthcare provider (hcp) told them it was what held down their wires. The leads were going up into the patient¿s head. The hcp said maybe this was it was because the battery was so far down and when the patient was bending all the time it was pulling. Prior to the surgery the hcp was going to go from their battery in their back straight up to their leads and get rid of the extension kit and that would help eliminate some of it but they just put the battery lower on their shoulder blade and then put the extension kit back in. They weren¿t sure but they thought they received a new ins as well. No further complications reported.